Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Strings just started falling off of the cotton part - tampon [device breakage]. Case narrative: consumer reported via email that the strings started falling off when she opened them. No injury was reported.

Event description:
Strings just started falling off of the cotton part - tampon [device breakage]. Case narrative: consumer reported via email that the strings started falling off when she opened them. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Strings just started falling off of the cotton part - tampon [device breakage]. Case narrative: consumer reported via email that the strings started falling off when she opened them. No injury was reported.